Event description:
It was reported that the attachment becomes hot and cannot be used. There was no known impact to the patient at the time of report. Additional information received as bearing damage found during evaluation, also the follow up information indicates that there was no impact to the patient in the intra-operative event.

Manufacturer narrative:
H3: product analysis: evaluation determined that the allegation of attachment getting hot could not be confirmed as the tip bearing got broken, the temperature test could not be performed. However it was also noted that the tool bur was wobbling due to the damaged tip bearing, the markings were deteriorated, scratches and dents were observed. B3:date of incident or estimated date of incident not provided to manufacturer. Aware date used as date of incident until further I nformation is obtained. G3: aware date used as date of analysis performed date as the event is reported based on evaluation findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.